Event description:
Medtronic ave has received the explanted stent graft and analysis of the stent graft reveals that due to lack of info related to neck diameter, neck angulation and neck lenght, the exact cause for migration cannot be determined. Additionally, the origin and type of the alleged endoleak is unk. The single fatigue fracture noted on the explanted device could cause a decrease in radial force if the stent was in a seal zone, however the neck seal zone length is unknown in this case and hance the impact of this single stent fracture cannot be determined. The suture breaks observed on the explanted device could cause a loss of columnar strength, which could lead to migration in an enviroment of poor proximal fixation. The nature of proximal fixation is unknown in this case. The two remarkable abrasion holes noted on the device could cause a type iii transgraft endoleak. It is noteworthy that the proximal end of the explanted device (as received by medtronic ave) has the appearance of a cleaned device upon receipt. Additionally, the explanted device was subject to multiple simulated pressurizations (by physician) with a syringe and fluid injections, for demonstration of type iii endoleaks. The implact of this pressurization test on the device integrity is unknown.

Event description:
An aneurx bifurcated stent graft and its components of unknown size were implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Vessel morphology is unknown. It was reported that the stent graft was explanted in 2001 for unknown reasons and that the graft appears to demonstrate loss of structural integrity including severe fabric damage and possible nitinol fractures. The patient's status is unknown. Further information from the user facility is pending at this time. It is reported that the explant will be returned to medtronic ave for investigation and analysis after evaluation by the UK mda.